Event description:
In 2007 (11:31am pacific time), the lay user/patient contacting lifescan alleging that her one touch ultra meter reverted to the setup mode. The patient stated that the alleged issue occurred after removing/replacing the battery. Per the owner's manual, one may need to re-set the meter settings after removing the meter's battery. The alleged issue first began two days later (around 7am pacific time). The patient denied taking any actions in regards to his diabetes treatment after the issue started. At an unspecified time later, she developed symptoms of feeling weak and shaky. The customer service representative (csr) walked the patient through resolving the issue with training on the phone. The product did not malfunction since the alleged issue was resolved with training. However, this complaint is being reported because the patient reportedly developed symptoms that could suggest she was hypoglycemic after the meter reverted to the setup mode.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.